Manufacturer narrative:
Device evaluation/analysis: the returned device was evaluated and found to have a higher resistance than current mfg product. The rpt'd blockage/high pressure occurred one hour after nebulization of liquid medication. As the product functioned normally until that time, there is no evidence of product malfunction. The product is labeled as follows: nebulization parameters and drug regimens can be variable. During nebulized medication treatments, vigilance must be maintained to detect a possible increase in device resistance exhibited as increased airway pressure or the inability to deliver/exhale a full tidal volume. Although rare, the user should be prepared to immediately replace the device. The rpt noted that the initial inservice was cancelled by the health care facility. As such, the user may not have been familiar with co's labeling. A review of the lot mfg history revealed that this lot was mfg in accordance with documented procedures and met all specification required for release. Conclusion: no malfunction present; the device performed as described in its labeling. User error may be a factor.

Event description:
It was reported that the device was positioned at the pt end of a breathing circuit. After three hours in use, pressure drastically increased. The device was removed and pressures returned to normal.